Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third-party service center, an issue related to the charging of the device was observed. The device's power supply was replaced to address the issue. An issue related to the device's flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue. There was evidence of contamination.